Event description:
It was stated that person with diabetes reported that changed their infusion set and cassette and saw that their cannula was bent and received a line blocked alarm. They resolved by changing direction of their site. There was patient involvement/no injury reported. The bent cannula with line block alarm likely to cause blockage in the infusion line during use.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.